Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 22119051. Medical device expiration date: 02nov2025. Device manufacture date: 02nov2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard administration set with needleless y-site components were separating. There was no report of patient impact. The following information was provided by the initial reporter: issue: multiple reports of tubing coming apart at port/drip chamber. Two lots have been identified with the issue.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Device history record review for model mx9433 lot number 22099088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxguard administration set with needleless y-site components were separating. There was no report of patient impact. The following information was provided by the initial reporter: issue: multiple reports of tubing coming apart at port/drip chamber. Two lots have been identified with the issue.